Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, and mechanical ventilator devices. The manufacturer received information alleging nasal/throat irritation or soreness, short of breath, heart feels weak. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged nasal/throat irritation or soreness, short of breath, heart feels weak. There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for further investigation. The device was evaluated. Evidence of sound abatement foam degradation / breakdown was not observed in the base unit. Secondary findings such as excessive white dust on and in the sound abatement foam was observed. White dust contamination inconsistent with degraded sound abatement foam was observed throughout the device enclosure, and airpath, suggesting a source external to the device. Slight black contamination at the blower seal of the blower box is consistent with the keratin contamination. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. The manufacturer concludes that there was no evidence of sound abatement foam degradation in the base unit, but can confirm the presence of contamination in the airpath. Section d8, d9, h2, h3 and h6 were updated.